Event description:
The clinician reported that almost 3 months after the dental implant was placed in ada site 25 in the patient's mouth, the implant fractured. The implant had not yet integrated in type ii bone. The clinician noted an infection in this patient with poor hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.